Manufacturer narrative:
The esu and footswitch were returned and thoroughly inspected/tested. The equipment was found to be functioning as intended. The findings were as follows: esu: the unit was found to be working properly. The evaluation included an electrical safety check, a function check of each of the equipment's features and a power output check. Then, a two (2) hour burn-in stress test was completed on the unit to verify system stability. The generator was/is within specifications and all features were/are functioning properly. In addition, no anomalies were found in the device history record (DHR) of the involved device. However, a review of the generator's error log revealed a b-1c error (time limit exceeded) that occurred at the time of the reported event. This erroring indicated that the unit activated for 40 seconds until the maximum time limit was met. Footswitch: the accessory was found to be functioning as intended. Nevertheless, a review of the records for the footswitch revealed that it is approximately 10 years old. Therefore, the customer will be advised to replace it. Since no equipment problem could be found, no determination could be made as to the cause of the reported event. The account is being made aware of the findings. To further address the issue, additional in-service work is being offered. No trends have been identified and erbe USA, inc. Is now closing the file on this event.

Event description:
The account reported that the electrosurgical unit (esu/generator) and footswitch (part number 20189-304, lot number wo142478) were involved in a product problem/patient incident upon a polypectomy. The esu settings were forced coag mode, effect 2, 25 watts. A boston scientific snare wire was used to remove the polyp. Then, the physician reported that the generator continued to activate after he removed his foot from the pedal of the footswitch. Therefore, the scope and snare was removed from the patient. Also, the active cord was detached from the unit. Nevertheless, a maximum activation time error occurred. There was unintentional burn to the patient's colon. No further information regarding the patient's condition was provided.